Event description:
Related manufacturer reference number: 2017865-2023-23577, related manufacturer reference number: 2017865-2023-23579. It was reported the patient presented to the hospital with fever and flu like symptoms. Labs revealed both the right ventricular and atrial leads had fungioma growth. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was discharged after recovering.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.